Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable and could not communicate with external devices. As a result, surgical intervention may occur to address this issue. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Add canned statement: during processing of this complaint, attempts were made to obtain complete event information.

Event description:
Additional information was received that surgical intervention occurred to explant and replace the ipg, which resolved the issue.